Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and hyperglycemia. The customer stated that prior to the event, she had been experiencing unexplained high blood glucose levels for a couple of days and had received an alarm on her insulin pump. The customer also stated that she uses a mio infusion set and last changed her infusion set the morning of the event. Programming was correct. Troubleshooting was performed. The insulin pump passed the self test, fixed prime, and high pressure tests. Nothing further was reported.